Event description:
It was reported that (1) mcm20 was used during an unknown procedure. It was reported by the affiliate that the clips cut. Opened another device to complete the case. There was no consequence to patient. On 02/09/2001 message from affiliate. The clips cut the vessel. The surgeon was not able to give the blood loss amount, but no blood transfusion was done.